Manufacturer narrative:
Refer to manufacturer report #3004209178-2017-22552 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that one of the patient's devices was only operating 50%. The caller did not know which ins was being referred to. They further reported that it was taking longer to charge their ins. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient's ins recharger was not showing that the implant was fully charged, despite their patient programmer and clinician programmer showing fully charged. Based on recharge statistics, the ins had been fully charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was stated that the hcp informed the manufacturing representative of the recharging issue and that it was with only 1 of the devices. The manufacturing representative was not aware of which device. It takes the patient 12-13 hours to charge the ins. The patient was scheduled to see the hcp on (B)(6) to troubleshoot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) indicating the issue had been fully resolved.